Event description:
Dealer stating chair allegedly caught fire while the user was outside.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stating chair allegedly caught fire while the user was outside. Patient was able to get out of chair and was not injured. No mention if medical intervention was sought.